Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the customer had an issue where a clinical only saw the option of a 1ml syringe when programming a 3ml syringe that contained bivalirudin 12.5mg in 2.5ml 0.9% nacl. The clinician selected the 1ml syringe option while using a 3ml syringe. The intended infusion rate was 0.32ml/hour. The syringe contents infused over 2.25 hours instead of the intended 7.8 hours. There was patient involvement. Although requested, the customer declined to provide information regarding the patient outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the customer had an issue where a clinical only saw the option of a 1ml syringe when programming a 3ml syringe that contained bivalirudin 12.5mg in 2.5ml 0.9% nacl. The clinician selected the 1ml syringe option while using a 3ml syringe. The intended infusion rate was 0.32ml/hour. The syringe contents infused over 2.25 hours instead of the intended 7.8 hours. There was patient involvement. Although requested, the customer declined to provide information regarding the patient outcome.